Event description:
Event description guidant received information that this atrial lead was suspected to have dislodged and the patient had a revision procedure. During the repositioning, it was observed that the atrial lead was still lodged in the atrial wall, however when the lead was removed, it was clear that the lead was fractured. The lead was explanted and replaced. There were no adverse patient effects.